Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified, that the balloon was not folded. Which indicates, that the device was subjected to positive pressure. Blood present in balloon, which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed, to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified, no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per spcb flextome specification. The inflation device was verified, at 12 atmospheres, before and after use with calibrated pressure gauge. A visual and microscopic examination observed, no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination, found no kinks or damage to the shaft or hypotube of the device. No other issues were identified, during the product analysis.

Event description:
It was reported, that a balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous. And severely calcified superficial femoral artery. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted, that the balloon ruptured upon third inflation at 8 atmospheres. The balloon was removed from the patient's body without any problem using the normal method. And the procedure was completed with another of the same device. No complications were reported. And the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 8 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.